Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr qc 2: 2.8 inr qc 3: 2.9 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch field d9 has been updated.

Manufacturer narrative:
The meter and test strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar. Differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(6). At 13:56 on (B)(6) 2024, the patient had a meter result of 5.7 inr. At 08:25 on (B)(6) 2025, the patient had a meter result of 5.6 inr. At 05:48 on (B)(6) 2025, the patient had a meter result of 5.3 inr. At an unknown date and time, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value in the "3.0's" inr. The patient alleged that this measurement was performed within 4 hours of one of the meter results that read over 5.0 inr in the past few weeks, but could not confirm the exact date, time, or value. The patient's therapeutic range is 3.0 - 3.5 inr.

Manufacturer narrative:
Medwatch field h6 coding has been updated.